Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device emitting black flakes while in use was duplicated. Based on the investigation details, the likely cause was corrosion and problems with the motor, eccentric gear, and bearings, which were each replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that a handpiece leaked black, greasy flakes when it was tested away from a surgical site. The planned procedure was then completed with another device. There are no adverse consequences reported as a result of this event.